Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed to address the issue, including verification of the armrest workflow and a system test drive, with no part replacement required.

Event description:
It was reported that during a procedure using the da vinci 5 system, an ergo fault occurred at the beginning of the case, requiring a recovery for the console¿s ergo function. The system was able to recover, and the procedure continued without additional issues. Technical support reviewed the system logs and identified a fault related to the armrest. The procedure was completed as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the foot tray assembly to resolve the reported issue. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Manufacturer narrative:
The foot tray adjustable mechanism (ftam) was returned for failure analysis (fa). The reported issue did not appear to be replicated on site. Fa performed visual inspection and found no problem related to the reported issue. Fa checked the system logs and confirmed error 23062 had occurred. Fa installed the ftam on an internal test system and the ftam failed for encoder calibration. The system received errors 1137, 23087, and 23118 which all point to the ftam. Fa was unable to replicate the reported issue during system testing due to failed calibration. The root cause was not determined.

Event description:
Refer to h11 for follow-up information.